Event description:
It was reported the physician selected a gore® cardioform septal occluder to treat a long tunnel patent formen ovale sized to >10 mm. The physician used a stiff supracore guidewire for the case. The occluder was advanced and the left disc was deployed twice, but appeared malformed and was subsequently removed. It appeared the left disc was either deploying in the tunnel or against an obstruction in the left atrium. The device was removed twice and the defect was crossed with only the supracore guidewire. The same device was then advanced again and successfully deployed with good septal apposition. As the sheaths were being removed it was noted the patient was unresponsive to verbal prompts and became hypotensive. Transthoracic echocardiography showed cardiac tamponade, and pericardiocentesis was performed. The patient then was responsive and is being monitored.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list pericardial tamponade and significant pleural or pericardial effusion requiring drainage as potential device and procedure related adverse events.